Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non applicator tampons (regular or new pro comfort), vaginally for menstruation (frequency, lot number and expiration date unspecified). About six months ago while removing the tampon she noticed that it came apart and left pieces of the absorbant material behind. The action taken with the device and the outcome of the event was unknown. . This report had non-serious event. The company causality was assessed as related. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Non applicator tampons, vaginally for menstruation (frequency, lot number and expiration date unspecified). About six months ago while removing the tampon she noticed that it came apart and left pieces of the absorbant material behind. The action taken with the device and the outcome of the event was unknown. . This report had non-serious event. The company causality was assessed as related. This report was considered as reportable malfunction case in the united states. Additional information received on 01-oct-2013 the consumer did not provide a lot number and no sample was received as of 01-oct-2013. A review of the trending data revealed no unfavorable trends. A review of product related issue revealed no changes related to this complaint. Based on the investigation results, no assignable cause were identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.